Event description:
It was reported that after the spaceoar vue placement procedure, the physician called the emergency medical service (ems) when the patient loss consciousness and fainted, the patient was sent to the emergency room (ER), it was unknown if the patient was hospitalized as resulted of this event. The patient has medical history of atrial fibrillation that was reported to be related to the patient reaction after the procedure. The patient current state of health was report as unknown. The relationship between the patient condition and the was reported as not related. If additional information becomes available a supplemental report will be filled.

Manufacturer narrative:
Block h6: imdrf patient code e011903 captures the reportable event of syncope/fainting. Imdrf patient code e0119 captures the reportable event of loss of conscious.